Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs and archives. There were two sessions on the date the issue was reported. Logs captured that the site performed multiple registrations, all with less than 1 mm of error metrics, and the registrations completed successfully. The provided exam includes a CT with 167 slices and a warning "not optimal for stealth" due to irregular slice spacing. Additionally, it includes two mr exams, mr-1 with 191 slices and mr-2 with 60 slices. The mr-2 exam also displays a "not optimal for stealth" warning due to irregular slices. Apart from this, the logs and archives did not capture enough information to determine the root cause. There was insufficient evidence to confirm whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6). Product ID: 9735737, version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during an electrode and probe placement procedure. It was reported that the automated trajectory guidance unit was used to place a thermal therapy system laser, and the laser ended up puncturing a blood vessel. This puncture caused a bleed. The patient had to go through additional rehab and got an infection. The bleed was not discovered until the site went to take post-op scans. There was no reported delay to the procedure due to this issue. Additional information was later received. It was reported that the punctured blood vessel was believed to be due to the inaccuracy. Although the inaccuracy was 1.8mm which is within the indicated use of the navigation system. The patient was doing fine after rehab. The manufacturer representative (rep) provided more details regarding the workflow used. The surgeon registered the patient on the navigation system using metal bone fiducials scanned with the computed tomography (CT) scan taken immediately before the procedure. After registration, the automated trajectory guidance unit was used to align the planned trajectories, drill, and then place the thermal therapy system bone anchor. The distance to target was recorded with the navigation pointer and used to measure the appropriate depth for the thermal therapy system catheter. The catheter(s) were placed, and the patient was then transferred to magnetic resonance imaging (MRI) for the ablation portion of the procedure.